Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. It is not known if the message appeared prematurely or not. The device is still providing therapy. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.